Event description:
A baxter medical affair information specialist reported to corporate product surveillance, on behalf of customer, an administration set in which a nurse observed no flow of saline solution through fill buretter chamber during priming the set. The solution was unable to enter the chamber. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.